Manufacturer narrative:
D4 lot number: (01)00889024327047(10)aau or (01)00889024327047(10)abc or (01)00889024327047(10)aba. E1 phone number: (B)(6). H4: 5/10/2021 or 3/16/2022 or 3/1/2022. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tulips of two virage polyaxial screws fractured post-op. This was noticed when reviewing post-op x-rays. There was no patient impact and a revision surgery is not scheduled. This is report one of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that the screw tulip heads had fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00039.

Event description:
It was reported the tulips of two virage polyaxial screws fractured post-op. This was noticed when reviewing post-op x-rays. There was no patient impact and a revision surgery is not scheduled. This is report one of two for this event.